Event description:
It was reported that patient was seeing an alert regarding their implantable neurostimulator (ins) battery and that they thought they messed up something with their ins. During the call, patient was very difficult to understand due to their speech and agent did their best to assist the patient and document important details of the call. Agent walked patient through connecting to their ins and patient confirmed seeing their ins battery at 70% and that their therapy was turned on. Patient did not encounter any issues while connecting to their ins. Agent reviewed general therapy information. The patient called back and provided further event details. The reason patient believed they may have messed something up was because they were touching an atm and a slot machine at a casino at the same time and were concerned that it may have interacted with their dbs in some way. Patient stated it does not work the same since. Reviewed general expectations regarding emi and recommended patient follow up with managing hcp for device check if they continue to have concerns about their implanted dbs system. Patient also asked if it would be possible for the casino to accuse them of trying to hack their slot machine because of the dbs implant. Reviewed expectations that there is no standard functionality in the dbs system intended for use with device hacking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.